Event description:
It was reported that during a pharyngeal pouch operation, the stapling of the pharyngeal pouch was not completely successful. Diathermy was required to finish the cut line and complete the procedure. There was no patient consequence.